Manufacturer narrative:
(B)(4). This lot was manufactured from march 7, 2014 ¿ march 12, 2014. The sample was not returned; however, a photograph was provided for evaluation. During photographic inspection, a particle was observed to be within the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intimate had a foreign particle floating inside of its bladder. The reporter stated that they sent the particle to a laboratory which identified the particle as wood. There was no patient involvement as this occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.